Manufacturer narrative:
Other: wheel assembly; load wheel on head section assembly.

Event description:
It was reported by service report that the head section load wheels were damaged, the wheels were worn and damaged, and the retaining post was loose. There were exposed sharp edges. No patient involvement or adverse consequences are reported.